Manufacturer narrative:
This report is being submitted to provide information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a tip breakage during an therapeutic unspecified procedure, involving an olympus thunderbeat. There was no patient injury reported.